Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon did a left scorpio knee poly revision on patient for what was described by surgeon as chronic effusions. Patient complained of swelling. Surgeon elected to change the poly insert and upon explant, the poly was noticed to have what was described as seeming extra wear on it.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon did a left scorpio knee poly revision on patient for what was described by surgeon as chronic effusions. Patient complained of swelling. Surgeon elected to change the poly insert and upon explant, the poly was noticed to have what was described as seeming extra wear on it.